Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. During functional testing, the complaint for low pressure alarm was duplicated/confirmed. The complaint for the low delivery rate could not be duplicated/confirmed. The cause was the dso sensor needed to be calibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had low delivery rate and gave low pressure alarm. The fault occurred during testing of the device. No additional information is available.